Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube power board assemblies found with traces of corrosion. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Troubleshoot was not performed. Customer stated the insulin pump stopped working. Customer stated insulin pump was exposed in water. Customer also reported crack on the side of the reservoir. The insulin pump will be returning for analysis.